Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The blood glucose reading was 366 mg/dl. The customer stated that the batteries had not been out of the insulin pump for greater than the duration allowed by the insulin pump. He stated that he was able to clear the alarm, but then the insulin pump died out about 30 minutes prior to the call. He stated that he changed the battery out 3 times and kept receiving the alarm. Upon troubleshooting, the alarm did not recur. He was advised to monitor the device and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.